Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) reached an eri (elective replacement indicator) battery status after 50.3 months of implant. The physician was dissatisfied with the longevity of the device.